Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during the procedure, the anchor would not seat into the bone, and the inserter was found to be bent. Another device was utilized to successfully complete the procedure. No other additional information is available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint is confirmed based on the evaluation of the returned complaint sample. Visual inspection shows the anchor & tip signs of use. The inserter tip is also bent. Review of device history records found these units were released to distribution with no deviations or anomalies. A root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No other additional information is available at this time to report.